Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. During analysis of the available iegms noise was detected and further the inspection showed that several charging cycles occurred on may 01, 2024. Based on the available data the root cause was not determinable. Should additional data or the devices itself become available this report will be updated.

Event description:
On (B)(6) 2024, the patient was admitted to the hospital due to frequent discharges. The device was eos. And the signal in the ventricular lead had noise wave.